Manufacturer narrative:
Batch review performed on 13 september 2018; lot 148783: (B)(4) items manufactured and released on 12 may 2015. Expiration date: 2020-04-14; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectalif transforaminal interbody fusion device 12x30x9 l5° reference 03.23.052 (k131671); lot 114895a: (B)(4) items manufactured and released on 04 august 2017. Expiration date: 2022-07-23; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 5 months after the primary surgery. The cages had migrated. The surgeon revised the cages. The surgery was completed successfully.